Event description:
Patient had an ezclips implanted on (B)(6) 2014. Patient was revised on (B)(6) 2014 due to pain and loosening.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that easyclip staple had a back out after surgery could not be confirmed since the device was not returned for investigation. As we have no information regarding the circumstances of the back out we cannot determine the exact root cause of this breakage. We have no information regarding patient height, weight and we don¿t know if patient respected postoperative care or if patient kept an important activity within 6 weeks after surgery. Therefore we cannot exclude an overload, a fall or a trauma. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Patient had an ezclips implanted on (B)(6) 2014. Patient was revised on (B)(6) 2014 due to pain and loosening.